Event description:
It was reported that the low energy shock impedance was greater than 200 ohms. This was found via a latitude monitoring report. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have fluctuated since october with a few excursions up to 100 ohms with 202 ohms being an outlier. The impedance is high but within normal limits. An x-ray has confirmed that this electrode has migrated. The physician will revise this electrode at a later date. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects it was reported that the low energy shock impedance was greater than 200 ohms. This was found via a latitude monitoring report. Technical services reviewed the device downloaded data. The weekly low-energy shock impedances have fluctuated since october with a few excursions up to 100 ohms with 202 ohms being an outlier. The impedance is high but within normal limits. Technical services advised it may be due to extra fluid onboard, device movement, and the patient's size. Technical services recommended some office testing. During in-office testing, noise was observed in two vectors. X-rays confirmed that this electrode has migrated. The physician will revise this electrode at a later date. There were no adverse patient effects. The system remains implanted.